Event description:
Drip of levophed was infusing in this critically ill patient when the bp began to fall. The bp was not responsive to the upward titration of the dose of levophed so the physician was contacted and a second vasopressor was added. Afterward it was noted there was fluid leaking out of the IV pump module that the levophed was infusing through. Examination of the tubing revealed a perforation in the pump segment of the tubing just above the slide clamp portion.